Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion twice while infusing emend. It also alarmed max air twice while infusing zofran. The event occurred during patient infusion at the outpatient treatment facility. There was no report of patient injury or medical intervention associated with this event. No additional information is available.